Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a thr on (B)(6) 2021, the patient experienced recurrent dislocation in the joint. A revision surgery was performed on (B)(6) 2022 to revised an r3 0 degree xlpe lnr 32mm x 54mm and oxinium fem hd 12/14 32mm +8 to correct this issue. The current health status of patient is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a thr on (B)(6) 2021, the patient experienced recurrent dislocation in the joint. A revision surgery was performed on (B)(6) 2022 to revised an r3 0 degree xlpe lnr 32mm x 54mm and oxinium fem hd 12/14 32mm +8 to correct this issue. The current health status of patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated dislocation. The clinical/medical investigation concluded that, two, undated x-rays provided were reviewed. However, the x-rays alone do not contribute to the clinical/medical investigation of the root cause of the recurrent dislocations. No other medical/ clinical documentation was provided. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event additional medical/clinical records are received, the clinical task may be re-opened, and a thorough assessment will be rendered at that time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed that dislocation has been identified in adverse events in primary and revision surgery. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.